Event description:
The accounts maintenance stated that the foot down function is not working. He replaced the foot motor but the problem remained. Upon further inspection he found corrosion due to fluid ingress on the beds control circuit board.

Manufacturer narrative:
The account has not completed repairs.